Event description:
The customer contacted baxter's technical service center regarding a drain volume of 4481ml, which occurred on the homechoice (hc) during use during drain 4 of 4. The patient stated they should not drain that much. The patient had no symptoms. The baxter technical service representative (tsr) checked the patient's therapy. The therapy was programmed for continuous cycling peritoneal dialysis with a total volume of 12000ml, a total time of 10:00 hours, a fill volume of 2500ml, a last fill volume of 2000ml, dextrose set to same, and four cycles. The patient had completed therapy with an initial drain volume of 1689ml, a last fill volume of 1999ml, a total fill volume of 9998ml, a total drain volume of 11179ml, and a total ultrafiltration (uf) of 1181ml. The uf by cycles was 1981ml for cycle 4, -939ml for cycle 3, 190ml for cycle 2, and -51ml for cycle 1. The patient asked the tsr to call and speak with the patient's peritoneal dialysis nurse (pdn). The tsr called the pdn who stated they would follow up with the patient. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the pdn on (B)(6) 2011, regarding the increased intra-peritoneal volume (iipv). The pdn stated they were aware of the event and verified that the patient's largest prescribed fill volume was 2500ml. The pdn stated the patient has not reported any symptoms or other drain volumes that meet iipv criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and stated the patient has been continuing therapy successfully on the cycler. There were no allegations made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available for evaluation at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.